Event description:
1991 - augmentation with silicone breast implants. In 2007 states, she has had increasing firmness since childbirth x2. P.e. Grade iii breast capsular contracture, left greater than right approx three and a half months later, pt underwent bil capsulectomy and implant removal. Implants removed intact - no ruptures. Patient augmented with mentor silicone implants in subpectoral position.